Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We received 6 cases at the same time, from the same code-batch and same end customer, 3 regarding breakage during use and 3 after use. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 91 unopened pouches to analyze 6 cases. We have tested the knot pull tensile strength of closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.54 kgf in average and 0.51 kgf in minimum (european pharmacopoeia requirements: 0.31 kgf in average and 0.10 kgf in minimum). Furthermore, knot pull tensile strength results before releasing the product were 0.57 kgf in average and 0.54 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that intraoperative and postoperative problems occurred with silkam suture in ophthalmology. The suture broke and the surgeon mentioned that this occurred in six patients within the same operating room; in 3 patients it occurred during surgery, in the others in the postoperative period after a few days. In one of the patients they had to suture again four times. In three patients the suture broke in the postoperative period. In all cases the sutured plane was the periorbicular plane (eyelid). Before removal, the suture was left for 5 days. There is no more information available. The MFR report numbers of the medwatches forms related to each patient are: 3003639970-2022-00434, 3003639970-2022-00435, 3003639970-2022-00437, 3003639970-2022-00438, 3003639970-2022-00439.